Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0779 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that part of the end of the stylet guidewire broke off, remaining in PICC and had to be retrieved. Retrieved broken piece of guidewire from clearvue section of PICC.